Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health professional reported right side "rupture". Device remains implanted.

Event description:
Health professional reported right side "rupture", determined to be intact upon explant. Healthcare professional additionally reported right side cellulitis, pain, redness and fever. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the weight the device within specification, crease fold, deformation and yellow particles on the shell. After autoclave cycle were observed: cloudy color in the gel and voids. Based on the device analysis the final assessment is: no were observed openings on the device. The event of cellulitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.